Event description:
It was reported that during the thrombectomy procedure, the distal marker band came off the tip of the subject microcatheter and migrated within the patient anatomy. The broken fragment was left within the patient anatomy. Within 24 hours, patient had suffered multiple strokes followed by an intracranial hemorrhage. However, the physician confirmed that the patient's condition was not caused due to the subject microcatheter.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual & microscope inspection, there was procedural fluid on the surface of the hub. The distal shaft and distal junction were stretched. The catheter tip was damaged. The distal ro marker was not present. The coil wind was stretched at the distal end. The distal tip was stretched. The distance from the coil wind to the tip measured 2.1cm. The proximal ro marker was intact. Functional test was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the stent was deployed correctly and implanted as intended in the patient. The distal marker band came off the tip of the microcatheter and migrated. At patient follow up the patient was reported to be in poor condition due to multiple strokes in a 24-hour period followed by an intracranial hemorrhage. After reviewing images, the doctor is not blaming any stryker device to the patient outcome. Also, additional information indicated continuous flush was maintained for the duration of the procedure, the device was prepared as per the dfu, the device was confirmed to be in good condition prior to use, there was no damage noted to the packaging prior to preparation of the device and no anomalies were noted to the device after removal from the packaging or prior to preparation. The device was returned, and the catheter shaft and distal junction were found to be stretched. The distal ro (radio opaque) marker band was missing, and distal area was damaged. The damage noted to the distal section of the microcatheter and dislodging the ro marker band indicates some resistance was encountered during the procedure. The distal ro marker seemed to have been dislodged. An assignable cause of procedural factors will be assigned to the as reported ¿unretrieved device fragments¿ and ¿ro marker(s) detached/separated/not visible under fluoroscopy¿ and to the analyzed ¿ro marker(s) detached/separated/not visible under fluoroscopy¿, ¿ catheter shaft stretched¿ and ¿catheter tip damaged¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the thrombectomy procedure, the distal marker band came off the tip of the subject microcatheter and migrated within the patient anatomy. The broken fragment was left within the patient anatomy. Within 24 hours, patient had suffered multiple strokes followed by an intracranial hemorrhage. However, the physician confirmed that the patient's condition was not caused due to the subject microcatheter.